Manufacturer narrative:
The doctor noticed the capsule tear towards the end of the procedure after the iol had been implanted. It is unclear why the malyugin ring was implicated as the cause. The device evaluation showed that there were no burrs or sharp edges present on the device. This complaint cannot be confirmed.

Event description:
The sales rep reported that the surgeon noticed a capsule tear after inserting an iol. A sulcus lens was used and the procedure was completed as planned.